Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one of the grippers would not lower. All steps were performed as per IFU. Clip was replaced and continued the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.